Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc discovered that the customer spins samples outside of the tube manufacturer specifications, and advised that specifications should be followed. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked alignments and performed system decontamination. The cse ran chemistry wash testing, which failed. The cse returned to the customer site the following day, decontaminated the instrument and repeated chemistry wash testing and system checks, which passed. The customer ran quality controls, resulting within range. The cause of the sample being spun outside of tube vendor specifications is failure to follow instructions. The cause of the falsely high discordant, (ctni) result was due to a chemistry wash contamination. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.